Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2267 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) check the lines and bags and found no source of a leak. The tsr had hp disconnect using aseptic technique. The hp was advised to notify peritoneal dialysis registered nurse (pdrn) of missed therapy. There was patient involvement. Product surveillance contacted home patient's (hp registered nurse (rn) on (B)(6) 2011 regarding the system error 2267 alarm. The rn reported that she spoke with the home patient on friday. The hp is continuing therapy with no problems. The hp could not figure out what caused the alarm. The hp had ended therapy both times that night after the alarm. Per rn, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per rn, the hp did not have any injury or harm as a result of this incident. The hp had discarded the supplies after therapy, and the rn did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. The sample was not returned, so no evaluation could be performed and not batch review was done since the lot number was unknown.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.